Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, during the procedure when advancing the device resistance was met. The device was removed from the patient and reinserted, and when resistance was met again it was noted upon removal that the distal tip of the device had detached. The procedure was discontinued to this event. On (B)(6) in a follow up open surgery procedure the distal tip was successfully removed from the patient's ureter. The tip was found stuck into the side of the patient's ureter, however, after examination the physician found no ureteral damage. The patient's condition following the second procedure was stable; however, he remained hospitalized with an unknown discharge date. It is unknown why the patient remained hospitalized or if there were any complications as result of the second procedure.

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, during the procedure when advancing the device resistance was met. The device was removed from the patient and reinserted, and when resistance was met again it was noted upon removal that the distal tip of the device had detached. The procedure was discontinued to this event. On (B)(6) in a follow up open surgery procedure the distal tip was successfully removed from the patient's ureter. The tip was found stuck into the side of the patient's ureter, however, after examination the physician found no ureteral damage. The patient's condition following the second procedure was stable; however, he remained hospitalized with an unknown discharge date. It is unknown why the patient remained hospitalized or if there were any complications as result of the second procedure.

Manufacturer narrative:
(B)(6).

Event description:
A complaint was reported to boston scientific corporation on a stone cone retrieval coil used during a procedure on (B)(6) 2012. According to the complainant, during the procedure when advancing the device resistance was met. The device was removed from the patient and reinserted, and when resistance was met again it was noted upon removal that the distal tip of the device had detached. The procedure was discontinued to this event. On (B)(6) in a follow up open surgery procedure, the distal tip was successfully removed from the patient's ureter. The tip was found stuck into the side of the patient's ureter, however, after examination the physician found no ureteral damage. The patient's condition following the second procedure was stable; however, he remained hospitalized with an unknown discharge date. It is unknown why the patient remained hospitalized or if there were any complications as result of the second procedure.

Manufacturer narrative:
Additional information received on (B)(6) 2013 revealed that the patient was discharged from the hospital on (B)(6) 2012 with no issues noted; and then passed away the next day, (B)(6) 2012. The physician stated the patient had history of bleeding within the brain, however, the exact cause of death and if brain bleeding contributed is unknown.

Manufacturer narrative:
Analysis of the returned stone cone retrieval coil revealed the cone was in the open position when received. The cone was broken and the tip was detached proximal to the distal stop. The distal stop appeared discolored on one side, and a small area just proximal to the distal stop appeared to be stretched or melted. None of the damaged appeared to have been caused by a laser. Functional evaluation noted the device was able to open and close freely. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. Review of the returned device and all available information failed to identify a most probable root cause for this complaint, and is therefore, undeterminable.